Event description:
A medtronic representative reported an interbody inserter broke while being used in a spinal fusion procedure. The inserter was damaged while malleting the interbody into place. This caused a delay to the surgery, but they had another interbody inserter and were able to complete the surgery. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer.a medtronic representative reported that the inserter broke while malleting it into place. No parts have been received by the manufacturer for in house evaluation.

Manufacturer narrative:
The ratcheting handle and the inserter have been received by the manufacturer. The tip of the inserter instrument is broken off as reported. The end cap on the ratchet handle has been broken off. Was able to attach the handle to bit without issue. Tested the ratchet part of the handle and it works without issue. The physical damage from the pieces missing directly caused event.